Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the blue pull ring cap was off the patient connector and not returned with the sample. The reported condition was verified. The cause of the condition was determined to be manufacturing assembly related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap (pull ring) of a homechoice automated pd set with cassette was missing. This occurred before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.